Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed and is not available for return; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used during an esophagogastroduodenoscopy (egd) procedure performed in the esophagus on (B)(6) 2021. During the procedure, it was noted that the balloon popped at 6 atm. The patient experienced moderate bleeding after dilation, no treatment was needed. The procedure was completed at this time. There were no patient complications reported as a result of this event.